Event description:
It was reported by medwatch that the procedure was being performed on a female pt. On the event date, the central venous pressure (cvp) line was inserted by the anesthesiologist and the guidewire was left inside the lumen. Intensivist removed cvp line without adverse consequences two days later. Pt was discharged stable. User error.